Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a health care physician (hcp) that the patient had an increase in urinary activity. The caller was not with the patient at the time of the call and thus no troubleshooting could be done while on the call. The caller was with the physical therapist while on the call and reported the patient had been seen the day prior to the call and reported increased urination/return of symptoms. The therapy (physical therapy) had started on (B)(6) 2019 but the caller indicated on (B)(6) 2019 the patient did some traction with 55 pound force and since this date the patient reported the increase in urination and as of the day prior to the call, a return of symptoms. The caller was redirected to have the patient follow up with the managing hcp for a device/impedance test. There were no further complications reported/anticipated.